Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to normal wear and tear or customers handling. The definitive root cause was unable to be determined and the black foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): "IFU gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope exhibited blockage in the air/water system. The issue was observed, during reprocessing. And procedure had been completed with the same device. There were no reports of patient harm or impact associated with this event. During inspection and testing of the returned device, black rubber like material was identified in the air / water nozzle. This has been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. During the evaluation, it was determined, that foreign material had clogged the inside of the nozzle. Due to clogging of nozzle; air and water supply volume does not meet the standard value. Also, the water removal ability does not meet the standard value. Additionally, the evaluation revealed the following findings: light cover glasses were chipped, distal end adhesive was lifting, up bending angle in the down direction did not meet the standard value, up/down angle reduced play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.